Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) due to damaged cabling. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, user informed the technical support engineer (tse) that the universal surgical manipulator (usm3) was damaged during removal of the sterile adapter. Tse requested photos of the damage from the user. After the photos were received and reviewed, tse determined that usm3 would not be functional due to the observed damage. The procedure was completed as planned using the original system configuration. No known impact or patient consequence was reported.